Event description:
It was reported through the litigation process that nine years, one month and twenty-one days post a port placement via the right internal jugular vein, the patient allegedly developed thrombosis of the right jugular vein. Reportedly, the patient was provided with anticoagulant, and the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reveiwed. Post port placement, patient presented for follow-up office visit with the complaints of problems with left side port. No redness and swelling noted. On exam, anterior chest on the left side with some tenderness but no swelling and redness. The physician was planned for surgery for evaluation since the port was placed more than eight years ago. Around one month and thirteen days later, patient presented for follow-up office visit for pain and swelling in her left leg and some discomfort. The patient was currently on lovenox twice a day for the nonocclusive thrombus of the jugular vein on her right. The patient still has discomfort swelling and tenderness of left lower leg. On exam, left lower leg mild redness swelling and tenderness anterolateral part of the leg. Around one month and twenty-six days later, patient presented for pre-operative evaluation for replacement of port. Therefore, the investigation confirmed for the reported thrombosis issue based on the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2016), g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2016) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that nine years, one month and twenty-one days post a port placement via the right internal jugular vein, the patient allegedly developed thrombosis of the right jugular vein. Reportedly, the patient was provided with anticoagulant and the port was removed. However, the current status of the patient is unknown.